Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing due to noise resulting in pacing inhibition were noted on the right ventricular lead. The device was reprogrammed to resolve the event. The patient was stable. Manufacturer report number: 2938836-2020-08838.